Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine in-clinic follow up, an alert for non-sustained oversensing (nso) was observed. Myopotential oversensing was suspected. There were no inappropriate shocks from oversensing. Programming changes were made. The patient was stable before and after the event.